Event description:
Event description guidant received information that this device had two stored ventricular tachycardia episodes, but the electrograms showed a ventricular paced event followed by a ventricular sensed event in the refractory period 160 ms later. Impedance, threshold and r wave measurements were stable. Both episodes occurred within a 10 minute timeframe. The patient did not experience any symptoms. The field representative faxed information for technical services to review.